Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was above 400 mg/dl, and the meter bg reading was 426 mg/dl. Other bg and cgm values were not provided, however, the customer alleged that the readings were off by 100 points. No additional patient or event information was available. A root cause could not be determined. Tandem technical support instructed the customer to enter calibration bg values to address the issue.